Event description:
According to the reporter, the issue occurred during a lap procedure. Though the device was able to fire, it gave an incomplete and poor stitch formation at the central part. The surgeon claimed to have "burst nail". The surgeon hand sewn the line and used another device to complete the case. There is no patient injury.